Event description:
It was reported that during unpackaging of the 3.5x20mm nc trek balloon dilatation catheter (bdc), the protective sheath was difficult to remove and the bdc became damaged, thus the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis was unable to confirm the difficulty removing the protective balloon sheath, as the sheath was not returned. A search of the complaint handling database was performed and two other incidents were identified from this lot for sheath removal issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to difficulties removing the balloon protective sheath was identified. The event was possibly related to a manufacturing issue. Corrective and preventative actions were implemented. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch, the bdc was returned with the distal shaft (innermember) separated.